Event description:
Intravenous thrombolysis (ivt) placing PICC to rue per medical doctor (md) order. PICC is triple lumen bard powerpicc provena catheter ref: s1385108d5, lot: rekr0294, exp: 2026-04-30. Upon opening PICC, the set-up had the introducer/dilator separate from the sleeve and was underneath the tray. A clear cap was also under the tray. These items were all sterile as they were wrapped within the sterile field. The procedure progressed as expected until it was time to "break" the peel away sheath of the introducer. Upon cracking the connector of the peel away sheath, one red half (left) stayed attached to the gray peel away half, but the right half of the red portion fell off in the registered nurse (rn)'s hand. The only way to peel the sheath apart was to manually pluck the gray peel away portion from the PICC and tear it to remove (completed successfully without any complication to the patient). The PICC completed in expected fashion. Clinician has a picture of the defective introducer.